Event description:
The customer reports a nose and ear infection along with a cough. The md was seen and the customer was given an unspecified antibiotic. The customer was recommended to discontinue use of the device and after antibiotics and discontinued use, the symptoms have subsided.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation